Manufacturer narrative:
The pump passed the self test, displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. No power alarms/alerts noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on event date: pump error 4 (filenumber = 32122 linenumber 2727p, pump error 63 variable 09 (filenumber = 2101 linenumber = 230), and pump error 53 on 03/18/2023 12:25:00.000 (filenumber = 2005 linenumber = 5632). Confirmed pump error 4 due to hardware error. Confirmed pump error 63 variable 09 confirmed due to hardware error. Confirmed pump error 53 (filenumber = 2005 linenumber = 5632) due to software anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿moisture damage on lcd connector. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, and pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Pump error 53 and pump error 63 var 09 due to hardware error, isolated to electronic stack. Confirmed pump error 4 due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported  insulin pump had a blank display. Troubleshooting was performed customer reported that pump has not been bumped or dropped  and blank display at the time of call. No harm requiring medical intervention was reported. However, the customer will discontinue using the device and the pump will be returned for analysis.